Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode for platelet clumping was not observed as all samples met specifications. A review of the manufacturing records was completed for the potential incident lots and no issues were identified.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube had platelet clumping. No serious injury medical intervention.